Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient called the clinic on (B)(6) 2016 reporting higher than usual flows and power. Patient was brought in for evaluation and was admitted to hospital and placed on heparin and later aggrastat with no resolution of high power/flow. Plan is to take pt to operating room on (B)(6) 2016 for pump exchange. No additional information available.

Manufacturer narrative:
Additional information received: it was stated that the patient had received medical therapy for suspected thrombus with aggrastat and heparin. It was also stated that the patient had a pump exchange on (B)(6) 2016 and patient remains hospitalized for recovery. Further stated by the site was that there was no visualization of thrombus during the explant. No additional info received. Based on the available information clinical factors that may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed dimensional verification and visual examination. Dimensional verification showed slight deviations from the rear housing disc curvature specification. Considering that the returned device passed functional testing and the findings per an internal investigation, these deviations are not expected to impact pump performance. Visual examination revealed mild to moderate abrasions on the lower housing ceramic surface and matching inferior surface of the impeller as well as faint line of scoring on the upper housing ceramic surface. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Independent pathology report revealed evidence of thrombus within the pump. The ingestion/formation of thrombus within the device may have limited the performance of the device and potentially triggered the high power event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.